Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported the patient had first experienced the issue of the device was not working right in (B)(6) 2015. No changes were made to the patient's therapy - the patient started urinating a lot and could not hold it. They made no changes in their activities, the patient was told to change their program on the device until they found one that worked, however they had no changes in urination. The issue had not been resolved and the patient's healthcare provider (hcp) stopped seeing them since (B)(6) 2015.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy and his device didn't seem to be working right. He couldn't pinpoint when the device started not working right, but it had been at least a month prior to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.